Event description:
It was reported that cadd legacy pump, serial number (B)(4), and 100 ml flow stop cassette, lot unknown, were beeping constantly and then no disposable alarm. Same cassette tried on both pumps. Used new cassette on backup pump, and able to infuse. Cassette full, reservoir volume 100. Reports pump usually beeps no disposable when reservoir volume is low, in the 11-12 ml range. Pump replaced. No further details provided. Cadd cassette 100 ml with flow stop. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.